Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit oxygenator experienced hemolysis as demonstrated by laboratory testing. There was an inferred allegation that this event was related to the performance of the xlung kit in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hemolysis; however, no additional information was obtained. As a result, rationale for ECMO support, ECMO settings, treatment course, medical intervention(s) required (other than device exchange) and the patient¿s current disposition remain unknown. In the initially reported details, it was stated that ECMO support was initiated for this patient on (B)(6) 2023. Laboratory tests obtained on the morning of (B)(6) 2023 showed an increase in lactate dehydrogenase (ldh) resulting in 2047 units/l. The patient¿s cardiologist suspected the patient was experiencing hemolysis due to ECMO support as demonstrated by the patient¿s elevated ldh. Approximately 56 hours following the initiation of ECMO support, the patient¿s ECMO device was exchanged for a competitor¿s product. There was no indication the patient experienced a serious injury, adverse event or deviated from the ECMO support course (other than device exchange) as a result of hemolysis.

Event description:
It was reported to fresenius that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit oxygenator experienced hemolysis as demonstrated by laboratory testing. There was an inferred allegation that this event was related to the performance of the xlung kit in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hemolysis; however, no additional information was obtained. As a result, rationale for ECMO support, ECMO settings, treatment course, medical intervention(s) required (other than device exchange) and the patient¿s current disposition remain unknown. In the initially reported details, it was stated that ECMO support was initiated for this patient on (B)(6)2023. Laboratory tests obtained on the morning of (B)(6) 2023 showed an increase in lactate dehydrogenase (ldh) resulting in 2047 units/l. The patient¿s cardiologist suspected the patient was experiencing hemolysis due to ECMO support as demonstrated by the patient¿s elevated ldh. Approximately 56 hours following the initiation of ECMO support, the patient¿s ECMO device was exchanged for a competitor¿s product. There was no indication the patient experienced a serious injury, adverse event or deviated from the ECMO support course (other than device exchange) as a result of hemolysis.

Manufacturer narrative:
Additional information: d4.